Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted due to the patient's pocket infection. No additional adverse patient effects were reported. The explanted products were not intended to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.